Manufacturer narrative:
Customer returned meter and strips for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr, donor 2 inr: 3.2 inr. Donor 1 hct: 47%, donor 2 hct: 54%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr, customer meter with customer strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 3.2 inr, customer meter with masterlot strips: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the customer were not observed in the meter¿s patient result memory.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that he was concerned with the accuracy of his coaguchek xs meter (B)(4). The patient had a hemorrhagic stroke and is currently in a rehabilitation facility. The patient stated that he does not believe the stroke was related to use of the meter. He stated that on several occasions, he has compared results from his meter to results obtained with laboratory testing using the dade innovin test method. He stated that the meter results are consistently higher than the laboratory results. The patient provided data for one erroneous result obtained with meter testing. The result obtained with meter testing was 3.0 inr. The result obtained with laboratory testing was 2.2 inr. Meter and laboratory tests were performed with samples collected within 7 hours of each other. The customer was not sure if 2.2 inr was the actual result obtained with laboratory testing since the copy of laboratory report he obtained was not legible. The patient did not know which result was believed to be accurate. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter result. The patient's therapeutic range is 2.5 - 3.5 inr. The patient stated that his coumadin dose has been consistent. The patient mentioned that his inr results used to be lower when he was drinking cranberry juice. The patient has stopped drinking cranberry juice and eating greens. The patient did not use alcohol when preparing his finger for sample collection. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not use any other anticoagulants. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 250322) were tested in comparison with the master lot test strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.